Manufacturer narrative:
The pet lock on the proximal end of the ruby coil pusher assembly was intact; the coil was detached from the pusher assembly and stuck inside the introducer sheath; the proximal constraint sphere was inside the distal detachment tip (ddt) with a piece of fractured stretch resistant wire (sr wire) inside. The complaint has been evaluated. The complaint indicated that the physician attempted to place the ruby coil inside a catheter, but it would not go through. Evaluation of the returned device revealed that the coil sr wire was fractured, and that the coil was stuck inside the proximal end of the introducer sheath. This damage likely occurred due to attempting to forcefully withdraw the coil beyond the introducer sheath friction lock. The friction lock has a smaller inner diameter (ID) than the rest of the introducer sheath, and is meant to seat on the mid-joint of the ruby coil pusher assembly. If an attempt is made to pull the coil through the friction lock, it is likely that the sr wire will fracture, and the coil will become detached. In addition, if the ruby coil pusher assembly mid-joint is advanced beyond the introducer sheath friction lock, the device will become stuck, and it will be very difficult to advance the coil. These devices are 100% functionally tested and visually inspected from damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician met difficulty advancing a ruby coil into another manufacturer's catheter, and the ruby coil was not used. The physician used another ruby coil to successfully continue the procedure. There was no report of an adverse effect on the patient.